Event description:
The customer's son indicated that the customer tested on her coaguchek xs meter with serial number (B)(4) and obtained a result of 8.0 inr flagged with a c at 10:41 am. The son saw the qc with checkmark at the time of this test. It was noted that the finger was squeezed excessively for this result. A nurse from the home health agency was called to perform an inr test at the customer's home. At 2:00 p.m. The result from the nurse's coaguchek xs meter using the nurse's test strips was 3.5 inr. The doctor advised the customer to continue with her prescribed warfarin dose based on the 3.5 inr result from the nurse's meter. The customer's therapeutic range is 3.0 - 3.5 inr. The customer is not on heparin or any direct thrombin inhibitors. The customer does not have any antiphospholipid antibodies. No adverse event occurred. The customer is fine, just tired. The suspect product was requested for return and replacements were sent. It was noted that there are no test strips left in the vial. The relevant retention test strips (lot 293986) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. The retention samples were acceptable.

Manufacturer narrative:
The meter was returned for investigation. Test strips were not returned. The returned meter and master lot strips was tested in comparison to a retention meter & master lot strips. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. The complaint has not been substantiated.